Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 450 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that they insulin pump froze. The customer had issues with a bent cannula as well. The customer stated that they will call back to troubleshoot the issue at a later time. The customer did not return the product back for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed continuity resistance test. The sensor passed per specifications. Also performed bicarbonate buffer test and the sensor passed with accurate readings. Found cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.